Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery with heavy calcification. Prior to use the 3.25x12mm nc trek ballon dilatation catheter (bdc) was soaked in saline and the bdc was prepped (air aspiration) outside the patient anatomy. The bdc was advanced to the target lesion and inflated to 12 atmospheres; however, during the second inflation to nominal pressure the balloon ruptured. The bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another nc trek balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.